Event description:
Complainant indicated that during biomedical department's routine testing and preventative maintenance of the device, the device displayed error message code "status 90" on the monitor screen. The complainant indicated that there was no patient involvement in the reported failure.